Event description:
The device was returned for evaluation/ the customer described an issue where the pump would say an update failed and shut itself off. Those exact things happened when testing was done. A serial connection was established to read the som, the command window read that a system related failure occurred before the pump shut itself off again. A new som was installed and the pump began operating normally and no longer self shutting down. Upon evaluation there was a large excess of thermal compound that had been spread beyond the heat sink portion of the board, coating capacitors and likely causing the failure. No other damage was identified.

Event description:
The following has been reported: biomed reported: "having cassette loading issues and it shuts off, because the it cannot install the software update. It states "shutting down, needs service". Can not pull the logs". Step where problem occurred: unknown. Injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: unable to update sw. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.